Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(4) alleging he was unable to set up the language to french in his meter. This complaint is being reported because, the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event.